Event description:
It was reported that three days post implant, the lead exhibited a sudden threshold increase and a dislodgement was confirmed. A lead repositioning was attempted, but the patient was non compliant during the case and the physician ended up removing the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.